Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endocatch gold 10mm specimen pouch intl bag. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Only the bag was received. The bag was returned in with a tear in it. The tear was along the seam. Functional testing was precluded due to the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition was due to an incomplete seal. A process enhancement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Additional attempts to obtain the device have been made. A supplemental report will be submitted with new details if they become available.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the metal ring separated from the plastic ring cover, it was able to come off. The plastic cover was left inside the patient. Unknown if it was retrieved. When endocatch was protracted and visualized for completeness after used, the metal ring was separated and the plastic ring cover was half way off.